Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not recharged his ipg for awhile. The patient has gained a tremendous amount of weight and the ipg has been unable to communicate with the charging system. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was resumed.